Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing. It was also noted that there were premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.